Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during pre-op. The springs of the device anvil were 'stant out/removed itself'. The device could not be used. It was not difficult to load, open, or close. There was no patient injury and a new device was used to complete the case.